Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2026 with random forgetfulness, difficulty with speech for 3 days and seemed to have self-resolved. There were also complaints of right sided headache. Computed tomography angiography (cta) was negative, blood pressure was 120/80, and international normalized ratio (inr) was 1.7. The patient was off warfarin. The patient was deemed stable for discharge on (B)(6) 2026.